Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011

Event description:
Pre-fixation screw in s1 broke directly underneath the screw head and had to be replaced.